Event description:
It was reported that preloaded lens (iol) was defective. There was no patient contact. Additional information states lens haptic or optic got damaged by the plunger itself while it was being advanced by the tech. No further information available.

Manufacturer narrative:
Age or dog, weight, ethnicity: not needed as there was no patient contact or impact. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. Hence, not explanted. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b3: date of event: (B)(6). 2021 section d9: device available for evaluation ¿ yes, returned to manufacturer on 12/15/2021 section h3: device evaluated by manufacturer ¿ yes device evaluation: visual inspection under magnification revealed trace amounts of viscoelastic residue inside of the cartridge. Further observation revealed that the cartridge was damaged and that a lens was received stuck inside of the cartridge. The handpiece was disassembled and the assembly was inspected; presenting with no issues. The complaint lens was removed and cleaned; presenting with lens damage as well as haptic damage (bent). The complaint issue could be confirmed; however, this may be attributed to an inadequate amount of ovd and excessive force applied to the lens, suggested by the trace amount of viscoelastic residue inside of the cartridge and the cartridge damage, and cannot be confirmed to be related to a manufacturing issue. Therefore, no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.